Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
He following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, and gore® dryseal flex introducer sheath (dsf). During the treatment a contralateral leg was deployed with push-up, however it was not pushed up enough and the right internal iliac artery was unintentionally covered by the contralateral leg. After all stent grafts were implanted, type ii endoleak from a lumbar artery was observed. The physician decided to monitor this. It was attempted to close the left femoral artery with a perclose, in which a 16fr dsf was used, however it failed to stop the bleeding. Angiography revealed a possible dissection. An endarterectomy was performed. The patient tolerated the procedure. The physician stated that if push-up was performed with the proximal side unfixed, the entire stent graft could be pushed up and cover the renal artery.